Manufacturer narrative:
H.10: the replaced board was requested for further investigation at the manufacturer site. During the investigation no problem was detected. Most likely the replaced distribution board read a low power consumption by the motor because it was not yet completely immersed in water and a dry running pump draws less current than a pump in water.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the distribution board and the problem was solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during setup. There was no patient involvement.